Manufacturer narrative:
Additional information received from the field representative indicated that the shock lead impedance was greater than 125 ohms in both the rv to ra vector and the rv to can vector. The shock lead impedance was within expected limits at 107 ohms in the triad vector. The device remained programmed in the triad vector. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was reported to have a shock lead impedance issue. The specific measurements were not provided and additional troubleshooting was declined. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was reported to have a shock lead impedance issue. The specific measurements were not provided and additional troubleshooting was declined. No adverse patient effects were reported. Additional information received from the field representative indicated that the shock lead impedance was greater than 125 ohms in both the rv to ra vector and the rv to can vector. The shock lead impedance was within expected limits at 107 ohms in the triad vector. The device remained programmed in the triad vector. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. This device was explanted and replaced. A portion of the lead was removed, and a portion was surgically abandoned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was reported to have a shock lead impedance issue. The specific measurements were not provided and additional troubleshooting was declined. No adverse patient effects were reported. Additional information received from the field representative indicated that the shock lead impedance was greater than 125 ohms in both the rv to ra vector and the rv to can vector. The shock lead impedance was within expected limits at 107 ohms in the triad vector. The device remained programmed in the triad vector. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. This device was explanted and replaced. A portion of the lead was removed, and a portion was surgically abandoned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was reported to have a shock lead impedance issue. The specific measurements were not provided and additional troubleshooting was declined. No adverse patient effects were reported. Additional information received from the field representative indicated that the shock lead impedance was greater than 125 ohms in both the rv to ra vector and the rv to can vector. The shock lead impedance was within expected limits at 107 ohms in the triad vector. The device remained programmed in the triad vector. No adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms. Surgical intervention was undertaken. This device was explanted and replaced. A portion of the lead was removed, and a portion was surgically abandoned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that during a retrospective review of device data it was identified that during a shock delivery, this ICD recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No additional adverse patient effects were reported. This device was previously explanted and replaced. The device was retained by the hospital.